Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (2000 mcg/ml at 200 mcg/ml) via an implantable pump for unknown indications for use. It was reported that today, the patient was scheduled for a catheter vision related to fluid in the pocket. When the physician opened the pocket, he did do cultures. However, the pump connector piece appeared to have been cut by the suture and had disconnected from the pump. The 8709 catheter was implanted in 2007. Action/intervention: today, the 8709-pump connector piece was removed, and was replaced with the new pump connector piece and he also opted to replace the patient pump as it was his medical judgment. There were no known environmental/external/patient factors that may have led or contributed to the issue. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient weight and medical history were asked but unavailable due to legal confidential reason. The patient status was alive and no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8596sc (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2007, product type: catheter. Sections d and h4 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.